Event description:
Device MFR received a maude event report indicating that a vns pt developed sleep apnea. It was reported that stimulation was initiated one month post-implant and that the vns therapy was believed to be the cause of permanent left vocal cord paralysis, which led to sleep apnea with a subsequent increase in seizure activity. It was reported that the development of sleep apnea let to as many or more seizures as before vns implant due to lack of sleep. Treating physician reportedly indicated that the left vocal cord paralysis was permanent and that explant of the vns therapy system would not benefit the pt.